Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had image became blurred, indistinct, and noisy. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound plug (u-plug) unit is defective causing the image to become blurred, indistinct, noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.